Event description:
It split in half horizontally. She was able to press it back together but it keeps coming apart.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical intervention was required to have been sought. This is being reported as a possible delamination, as choking is possible as a resulting of delamination.